Event description:
The facility representative reported a flogard infusion pump with an occlusion. It is unknown when this condition occurred in the medicine area. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported occlusion was not confirmed nor reproduced by technical services as no occlusion alarm was found. However,the quality engineer has confirmed the reported condition as a door issue. The cause was determined to be a broken pumphead door and the door assembly and occlusion sensors were replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.